Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted due to menorrhagia and stress urinary incontinence. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a revision surgery on (B)(6) 2013. No add'l info was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Difficulty voiding, dysuria, nocturia. It was reported that following insertion the patient experienced difficulty voiding, dysuria, incomplete emptying, nocturia, urge incontinence, and urgency.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat endometrial hyperplasia and stress incontinence. The patient underwent the concurrent procedure of cystoscopy during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2013 due to extrusion.

Manufacturer narrative:
(B)(4).